Event description:
The customer reported a system display error. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was not evaluated by philips. The customer declined philips' quotation for repair. We are unable to confirm the reported issue. The device remains at the customer site. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available information.